Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
There is a broken spike on dull bushing.

Manufacturer narrative:
Examination of the submitted device confirmed one of the pins is fractured. A search of the complaint database did not find any trend of fractured pins. The root cause is being attributed to suspected misuse due to the tower not being properly aligned with trial tray prior to assembly. Based on the investigation determination of misuse as the root cause and the low frequency of reported events of spike breakage, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.